Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): in the absence of reported part and lot#, UDI can not be provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent fracture and patient effect; however the reported treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling.

Event description:
It was reported during a procedure to treat a de novo, chronic totally occluded lesion with mild tortuosity and moderate calcification in the left anterior descending artery, a xience stent was implanted. Non-abbott balloons were used during the procedure. The patient returned to the cardiac cath lab with st elevation and a stent fracture was noted where one of the non-abbott balloons was used. Another stent was used to treat the stent fracture. There was no clinically significant delay in the procedure. No additional information was available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was determined that the stent used in this procedure was an unknown xience prox. No additional information was provided.